Event description:
It was reported that the patient presented for follow up, the atrial lead exhibited less than 100 ohms impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.